Event description:
In 2007, following successful implantation of a gore excluder aaa endoprosthesis trunk-ipsilateral leg component, the contralateral leg component was deployed outside the contralateral gate. The physician attempted to advance an add'l contralateral leg component to bridge the two devices, however, this attempt was unsuccessful. The pt was converted and ultimately expired. Official cause of death: hypovolemia.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.